Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Additionally, one hundred (100) retention samples were visually examined, and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of overfill. Bd was not able to identify a root cause for the indicated failure mode. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of tubes were overfilled (filling past the maximum fill line). Samples were recollected. There was no other health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of tubes were overfilled (filling past the maximum fill line). Samples were recollected. There was no other health impact or consequences reported.